Event description:
Related manufacturer report number: 2017865-2023-00221. It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Over-sensed noise was exhibited by the right ventricular lead. The noise was not reproducible with isometrics or deep breathing. However, it was noted that noise occurred primarily while the patient slept on the left side and while driving. Programming changes were made. The patient was stable.